Manufacturer narrative:
Exemption e2015054. (B)(4). This summary report is part of the (B)(6). Two complaints were received during this report period. Both showed no evidence of any device-related fault. All 2 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 2 malfunction events which are associated with problems introducing or inserting the device, even if the user is operating the device in accordance with the instructions for use or labeling. These reports were received from various sources.